Event description:
I followed the protocol that ashley black advised. Go to a pain level 7 for 4-5 minutes on each area. This was very painful, but ashley black called herself a scientist, said they did studies and that this was safe I thought she was a medical professional the way she proclaimed herself. I was so sore the next day, I could hardly walk. I had extreme bruising. I felt so awful and fatigued I missed 4 days work. When I reached out on the group and sent photos of my bruises, ashley black praised me and said I was doing it right.